Manufacturer narrative:
(B)(4). Date sent: 02/08/2016. (B)(4). The analysis results found that the tx60g device was returned inside its package; the package was returned with a foreign matter. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one of the corners of the package and also the blister was noted to be burnt. Furthermore several holes were observed on the tyvek and evidence of dragging was observed on the tyvek. The foreign matter observed inside the package was consistent in shape and size to the holes on the tyvek, the holes were noted to be from the outside-in, most likely being caused by foreign objects while dragging the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to use of the device in a gi stapling procedure, foreign matter was seen in the unopened package, above the trigger. Procedure completed with same/like device. There was no adverse consequence to the patient.